Event description:
Defibrillator in use, delivered two -2- shocks successfully. Failed to deliver third -3rd- shock. Immediatley switched to another defibrillator. Pt coverted. No harm to pt. The defibrillator does an automatic electronic self test daily, it discharges energy into itself and then prints a strip indicating whether test passed or failed. The defibrillator failed this test when checked by in house bio med dept. Defibrillator returned to medtronic.